Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motion sensor test failure alarm. Customer reported of receiving a motor error alarm after rewinding pump and a motor position encoder error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. Unable to confirm motor position encoder error alarms due to several displayable history crc check failed alarms in the history file due to a corrupted history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. Unable to confirm motion sensor test failure alarm due to motor error alarm. All operating currents are within specification. The insulin pump passed displacement test, rewind, self-test, off no power test, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.